Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The promus device referenced is being filed under a separate medwatch report. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, myocardial infarction (mi), and thrombosis, as listed in the electronic instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient underwent left circumflex coronary (lcx) artery stenting with a 2.5x12 promus in the ostium of the first obtuse marginal branch (omb1), a 2.75x38 taxus in the left circumflex coronary lcx, and a 3.0x12 promus in the lcx. On (B)(6) 2012, the patient experienced an acute myocardial infarction and was found to have thrombus in the lcx and in the second obtuse marginal (om2) artery. A 2.5x24 promus element was implanted in the lcx and the om2 was balloon angioplastied with zero residual stenosis. Approximately twenty minutes post procedure, the patient experienced chest pain and significant st elevation on electrocardiogram (ECG). The lcx was found to be clotted off and was dilated with a 3.5x40 apex balloon with multiple inflations. A 2.5x24 promus stent was implanted in the distal lcx. This showed to be widely patent, although there was diffusely diseased vessel through the whole circumflex system. The patient's chest pain was resolved and the st segments were depressed. There was no additional information provided.